Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that it was reported that while charging the patient noticed that the ins pocket feels warm. The pocket was made a little low, as the patient wanted it below their beltline, so the patient has to almost sit on the recharger to charge. It was unknown when the issue started, but the patient was only implanted a month ago. Technical services reviewed allowing adequate air flow around the recharger, charging for shorter periods of time, and changing recharging speeds. It was reviewed that the warmth should not be uncomfortable, but is expected. No further complications were reported or anticipated.